Event description:
Information was received from a healthcare provider (hcp) via a company representative regarding a patient receiving morphine (25 mg/ml at 1.5 mg/day) via an implanted pump. The indication for pump use was spinal pain. It was reported that after the routine pump replacement procedure for eos (end of service), the patient developed an infection which resulted in pump explant. With regards to any environmental, external, or patient factors that may have led or contributed to the issue, ¿n/a¿ was noted. The issue was noted to be resolved, and it was indicated that the hcp (healthcare provider) had no further information to provide regarding the event. The plan was to implant a new pump in the near future.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.